Manufacturer narrative:
An investigation could not be performed as the lot number associated with the reported event was not identified. Without a lot number, a review of device history records or production-specific data could not be conducted, thereby limiting the ability to perform a thorough root cause investigation. A review of general manufacturing records indicates that all products released during the relevant timeframe were manufactured in accordance with approved procedures and met established specifications during the manufacturing and quality release process. No deviations or nonconformances related to the described issue were documented. The manufacturing number is (B)(4).

Event description:
A complaint was received from a dutch woman regarding the tvt-o sling mesh and two prolene polypropylene meshes. This complaint pertains to the tvt-o device from calder medical, while the other device is documented in the ethicon complaint system under reference number (B)(4). The patient had the tvt-o sling mesh (lot number unknown) implanted on (B)(6) 2014. She experienced several symptoms, including vaginal pain, pelvic pain, pain during intercourse, groin pain, leg pain, arm pain, variably elevated creatine kinase (ck) levels, and fatigue. Due to these ongoing issues, the surgeon removed the tvt-o vaginal sling and the remnants of the posterior rectopexy mesh on (B)(6) 2025.